Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was presented back to the electrophysiology laboratory. This subcutaneous implantable cardioverter defibrillator device and electrode were explanted due to infection and erosion at the xiphoid incision area. There were no patient adverse effects reported.